Event description:
On (B)(6) 2009, the patient reported he received an e6 (mechanical error) on his insulin infusion device. He was instructed to put his device in stop and disconnect from his infusion headset. He stated he changed the battery 1 week ago, and was currently using an industrial battery. He completed the cartridge change procedure and primed, but received another e6. He was instructed to change the battery to a regular alkaline battery, completed the cartridge change procedure and primed, and again received an e6. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.